Event description:
It was reported to philips that system's l-arm rotated on its own. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the l-arm rotation manual button failed to secure the l-arm electromagnetically. Troubleshooting determined that the l-arm couldn't be locked due to a malfunctioning rotational brake. The fse replaced the brake. After the brake was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.